Event description:
The customer reported false negative results with the ID now covid-19 for two patients performed on (B)(6) 2020. This MFR. Report addresses patient 1 of 2. The customer reported a false negative result with the ID now covid-19 performed on (B)(6) 2020 on a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with cepheid pcr generated positive results (CT values = 37.3). The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Reference MFR. Report 1221359-2021-03230. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m119976 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m119976, test base part number 190-430 / lot m119976. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m119976 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.